Event description:
When using a cs21, the firing sequence grinded to a halt. The staples did not form and the knife had not cut. The anvil was opened and departed from the dlu. The knife blade was partially protruding out of the dlu. The surgeon attached another cs21mm to the same shaft, discarded the anvil and connected it to the existing anvil tried in tissue. The cs21mm was successfully fired across existing endo gia and sa21mm staple lines to complete/revise the anastomosis as usual, the anastomosis was over sewn.